Manufacturer narrative:
Results of investigation: it was reported that the shoulder implant was found defective after implantation. The failure mode is unknown. It is unknown what was done to correct the situation and the patient outcome is also unknown. No part was returned for investigation. No batch number was communicated, no review of similar complaints or of the production records could be performed. No medical documentation related to the reported issues was provided for investigation. As no precise description of the reported issue could be obtained, the reported failure mode cannot be confirmed. No thorough investigation can be performed and the root cause of the reported issue remains undetermined. No further actions have been initiated. If the explants or additional information becomes available in the future this investigation will be reopened.

Event description:
It was reported that the shoulder implant was found defective after implantation. The failure mode is unknown. It is unknown what was done to correct the situation and the patient outcome is also unknown.